Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve not between alignment markers and deployed, balloon burst, withdraw difficulty, and system components separate were unable to be confirmed as no device or relevant imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, as no work order number was provided, a review of the dh r was unable to be carried out. A review of the IFU /training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. For the complaint of valve not between alignment markers and deployed, as reported, ''there was no difficulty with the valve alignment; however, the delivery balloon was slightly underdriven roughly - 2mm. The valve was under-aligned. It was not done intentionally and was not corrected due to this being a semi-common occurrence and the impact was assumed to be benign.'' The training manual instructs the user to ''center the thv exactly between the valve alignment markers with no gap or overlap'' and to ''check to ensure thv is exactly between the valve alignment markers'' prior to thv deployment. In this case, available information suggests that use error (not following instructions) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. For the complaints of withdraw difficulty and system components separate, as reported, ''the balloon of the delivery system burst during deployment. +1cc of extra volume was added to the balloon prior to the inflation. The valve was able to be fully deployed. The ds was fully pulled into esheath and an attempt was made to remove the ds and sheath as a unit. Upon removal it was noted that a portion of the balloon remained withing the artery. [...] The perceived root cause of the event was av calcification vs. Trifecta frame vs. Stj ca.'' In this case, review of the provided 3mensio imagery revealed calcification in the stj and landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that +1cc was used to inflate the balloon. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. As the balloon burst, the altered balloon profile may become more susceptible to catching on the distal end of the sheath tip or surrounding vasculature, which can contribute to withdrawal difficulty. Furthermore, calcification and undersized vessel in the access vasculature may further increase the risk of device interaction and exacerbate withdrawal challenges. In such conditions, applying additional pull force or manipulating the device to overcome withdrawal difficulty can lead to component separation. As such, available information suggests that patient factors (calcification) and procedural factors (over-inflation) may have contributed to the balloon burst, while patient factors (calcification and undersized vessel) and procedural factors (withdrawal of the burst balloon) may have contributed to withdrawal difficulty. Additionally, procedural factors (withdrawal of the burst balloon and device manipulation) may have contributed to the component separation. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra resilia valve in a previously implanted non-edwards surgical valve. As reported, the balloon of the delivery system burst during deployment. +1cc of extra volume was added to the balloon prior to the inflation. The valve was able to be fully deployed. The ds was fully pulled into esheath and an attempt was made to remove the ds and sheath as a unit. Upon removal it was noted that a portion of the balloon remained withing the artery. Vascular surgery was called for ds removal. The patient was noted to be stable post procedure and the final outcome was noted to be stable. There was no difficulty with the valve alignment, however, the delivery balloon was slightly underdriven roughly 2mm. The perceived root cause of the event was aortic valve calcification vs. Non-edwards device frame vs. Stj calcification.